Event description:
Subsequent to the initial MDR, additional information was provided on 04/15/2026. A review of the data analysis show that it was found in connection with the reported allegation that the estimated glucose values reached the high alert threshold (100 mg/dl) on the alleged date of (B)(6) , 2025. From 07:15 am to 11:30 am, the app delivered high alerts at 65% volume. The high alert was acknowledged with an egv of 275 mg/dl. The egvs remained above the high threshold, reaching high (over 400 mg/dl) from 12:29 pm - 01:24 pm. However, the app did not deliver additional high alerts as the snooze/repeat feature was disabled. At 04:24 pm, egvs returned within range. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was snooze was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2025, the cgm reading would have been over 400 mg/dl, but no alerts were received on the patient´s phone nor insulin pump. When the patient noted the reading the take a fingerstick which confirmed she was hyperglycemic. The patient felt no symptoms but believed she was going into dka. No treatment was taken but the patient's girlfriend called for an ambulance. No medication or treatment was given by paramedics, and the patient was taken to hospital. No treatment was provided and the patient was the brought home shortly, after which they went to another hospital. The patient stated that at the hospital it was confirmed she was experiencing diabetic ketoacidosis. She was admitted into the ICU and was treated with intravenous fluids. The patient was discharged after 7 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.